Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number(B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and loss of connection was not found for serial number 8lc3tc.  The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device availability - additional information g3: date received by manufacturer g6 ¿follow-up number¿ field updated from 1 to 2 as the supplemental report submitted under follow-up number 1 failed due to an error with the as2 certificate, which has since been corrected. H2: additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: event problem and evaluation codes - additional information.

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and loss of connection was not found for serial number (B)(6).  The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.